Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient who reported blurred vision of the right eye four weeks following lasik treatment, the symptoms began ten days prior to the visit. The patient was referred out and diagnosed with a flap infection and later sent to the emergency room. Additional information received indicating a resolving corneal abrasion at the initial symptom onset and diagnosis. The patient was given oral anti viral medications, steroids and an antibiotic. The patient is reported to be improving.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the day of the treatment. The root cause could be identified conclusively. The manufacturer internal reference number is: (B)(4).